Event description:
A home pt was receiving dilaudid via a subcutaneous line. When the nurses got to the pt's home, the pump was still running, indicating that 30 ml were remaining in the infusion, but the bag was empty. The date of the event was between two days.

Event description:
A home pt was receiving dilaudid via a subcutaneous line. When the nurses got to the pt's home, the pump was still running, indicating that 30 ml were remaining in the infusion, but the bag was empty. The date of the event was between 12/9/2000 night and 12/10/2000 morning.